Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during two cases, the angel prp kit abs-10061t, lot: 918495126, exploded during the spin cycle. The rep believes the plastic is coming off the kits. Additional information received on 12/03/2019: it was reported that when the angel prp kit exploded during the spin cycle, blood leaked out of the a small hole in the bottom of the area that holds the drum. The blood that leaked inside of the machine remained untouched. Small amounts of blood leaked outside of the machine onto surrounding areas. Gloved staff cleaned up the surrounding area with wipes.